Event description:
It was reported that cuff misses occurred during suture placement with two proglide devices in the right common femoral artery using the preclose technique prior to a percutaneous endovascular aortic repair (pevar) procedure. The arteriotomy was 6f and mild calcification was visible at the access site. An additional proglide device was used for successful suture placement. During the pevar procedure the sheath was upsized to 8f, 16f and then 22f. The pevar procedure was completed and hemostasis was achieved with the pre-placed suture of the additional proglide device. No reported event occurred during closing of the left common femoral artery (lcfa). There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps / instructions. Per the instructions for use, the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It was reported that mild calcification was noted in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other proglide device referenced is being filed under a separate medwatch MFR number.